Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer's tube underfilled. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on 09-apr-2025. D4. Medical device lot#: 4241838. D4. Medical device expiration date: 28-feb-2026. H4. Device manufacture date: 28-aug-2024. D4. Unique identifier (UDI) #: (B)(4). Investigation summary: bd received 78 samples for investigation. Out of these, 20 returned samples underwent functional tests with deionized water. It was determined that all 20 tubes drew within specification. Additionally, 20 retained samples were draw-tested with deionized water and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer's tube underfilled. No patient impact reported.